Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in the middle part at 6atm within 5 seconds. In the intravascular ultrasound findings, there was a part where calcification partially protruded with the nodules. It seemed that the balloon ruptured at that part. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.